Event description:
Same case as: 2184052-2014-00049. It was reported the ardis implant broke during insertion. The surgeon was able to remove the broken implant from the patient. No further information was available at the time of this report.